Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded and there was blood in the balloon and inflation lumen. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 26 mm from the tip. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded and there was blood in the balloon and inflation lumen. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 26 mm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres after 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.